Event description:
It was reported that during set-up of a da vinci si surgical procedure, it was noted that the blade on the monopolar curved scissors instrument had a chip.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the blade on the instrument has a chip. Engineering concluded that the damage is likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.